Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was having difficulty calibrating the code number on her one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9:45 am. She denied taking any medications to manage her diabetes and due to the alleged issue it is unclear if she made any changes to her usual diabetes management. The patient claimed '30-45 minutes' after the alleged issue started she felt 'shaky'. In response to her symptom, on (B)(6) 2011, at 10:30 am she reportedly self treated with more food/drink. During the initial call with customer service, the agent noted that the issue was resolved after walking the patient thru coding the subject meter properly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury, which required self treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.